Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked. This was discovered before use. The following information was provided by the initial reporter: when the indwelling needle was connected with the liquid exhaust of the infusion strap, it was found that the liquid leaked at the heparin cap. On further inspection, it found that the transparent part of the heparin cap was crack.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9106908. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked. This was discovered before use. The following information was provided by the initial reporter: when the indwelling needle was connected with the liquid exhaust of the infusion strap, it was found that the liquid leaked at the heparin cap. On further inspection, it found that the transparent part of the heparin cap was crack.